Manufacturer narrative:
Follow up report indicated that the patient had received a permanent device and the electrodes were removed during the implant procedure. There are no further reports of complication.

Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a lead removal procedure in a trial patient, the physician encountered some resistance while pulling the leads resulting in the detachment of three electrodes. The detached components were confirmed by an x-ray to be present in subcutaneous tissue. The patient did not sustain any injury; so the physician provided the patient the option of removing the components immediately or wait until the procedure for a permanent implant. The patient opted to leave the components in situ until the permanent procedure, likely in few months.